Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic inspection of the balloon, markerbands and tip found no irregularities or defects. Functional testing was performed by attaching an inflation device filled with water to the hub of the device. When pressure was applied, water was found to be leaking from the tip of the device. Microscopic inspection of the inner found a wire puncture (perforation of the inner shaft) 87mm distal of the proximal markerband. There were numerous kinks in the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for predilation. However, upon the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5mmx22cm.non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for predilation. However, upon the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5mmx22cm.non-bsc balloon catheter. No patient complications were reported and the patient's status was good.